Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump language inadvertently changed during use of the pump. In addition, it was reported that the ¿pump stopped working¿ when the battery gauge reach 30%, and the fill estimate was inaccurate. Reportedly, the customer did not receive low insulin alerts as intended due to the inaccurate fill estimate. There was no reported impact to customer¿s blood glucose level. Customer declined to perform troubleshooting.